Manufacturer narrative:
Follow-up #1: date of submission 05/02/2014. Device evaluation: the device has been returned and evaluated by product analysis on 04/21/2014 with the following findings:visual inspection of the keypad found no visible damage. All of the keypad buttons were found to be unresponsive. The keypad was removed and there was no damage or contamination found on any of the button contacts. A pump leak test was performed and the pump was observed to be leaking from a crack on the pump casing. The pump was opened and moisture was observed throughout the pump compartment including on the keypad flex connection.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the up, down, and ok buttons were underresponsive to button presses. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.